Event description:
It was reported that a patient using the ilet experienced a severe hypoglycemic event at home after changing an infusion site following several hours without a set in place and prior hyperglycemia over 400 mg/dl; emergency medical services performed a fingerstick of unknown value and administered dextrose, after which the patient recovered and was not transported. Symptoms included hypoglycemia requiring emergency treatment. Outcomes included emergency medical intervention without hospitalization. Investigation included contacting the patient for additional information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with contextual factors including a prolonged infusion set dislodgement, subsequent site change, and reported behavioral patterns such as overtreatment of lows, late meal announcements, and bolusing for low-carbohydrate meals potentially affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.